Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01822) submitted for devices related to the same event. Product is in route.

Event description:
It was reported by the vad coordinator that the patient was in the clinic for routine visit and reported electrical fault alarms over the past week. Patient has history of previous driveline cleaning post implant in january. Log files sent which verified the electrical faults starting on (B)(6) 2015 and that another cleaning is likely needed. Log files sent to manufacturer for analysis. Clinical engineer in area and scheduled to perform a driveline cleaning. Driveline cleaning performed. Two (2) rounds of cleaning were completed with a pump off time of two (2) minutes. Contamination on driveline connector was noted and the controller was exchanged. There were no effects reported on the patient. No further information available at this time. Investigation is still in progress.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01822 and 3007042319-2015-01823) submitted for devices related to the same event.